Manufacturer narrative:
Evaluation summary: the patient activity level is unknown although the patient was elderly at the time of surgery. Also, there is no information about the condition this event occurred. Based on available information, a definitive cause cannot be attributed. Evaluation: no product or x-rays were returned for review. No lot number was provided; therefore, manufacturing records could not be reviewed.

Event description:
It was reported the device was implanted in 2006, for subtrochanteric fracture on left femur. The fracture part was malunion. It is unknown if a revision surgery has been scheduled.